Manufacturer narrative:
The product evaluation found the system functional and the issue could not be duplicated. The most probable root cause is unknown/inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.

Manufacturer narrative:
Upon further investigation, it has been determined that this event does not meet reporting criteria. This event has been reassessed as not reportable.

Event description:
Additional information was received indicating that this event occurred during setup, where there was no patient involvement.

Event description:
A user facility in the (B)(6) reports that the stellaris was "turning off intermittently" during the procedure. No patient harm was reported.

Manufacturer narrative:
The device history record was reviewed and found to be complete with no anomalies noted. A field service technician was dispatched to perform the evaluation, and found that the reported issue could not be replicated. All values were found to be in specification with the system functioning normally. The investigation is ongoing.